Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the evaluation results.

Event description:
User facility reported that the nurse removed the gripper from the pt, and then engaged the needle into the safety device. When the nurse attempted to dispose the device, the needle reportedly disengaged from the safety mechanism and stuck the nurse. The nurse received treatment in a manner consistent with the hospital's internal protocol for needle-stick injuries. No adverse effects to pt or user reported.